Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error alarm. Customer was able to clear the alarm but was not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment and cracked battery tube threads during the visual inspection. Thus software was utilized and downloaded trace/history files properly. In further full review of the device history on the event date of (B)(6) 2021 and found pump error 38 alarm at 17:03:18. Pump error 38 alarm during the rewind test. Unable to perform the displacement test, prime/seating test, basic occlusion test, occlusion test and force sensor test due to pump error 38 alarm. Device was cut open to perform the visual inspection and found no moisture or component damage on the electronic and motor assembly. The test motor was installed in the original electronics, case and internal battery and no pump error 38 alarm during the rewind test. The motor was tested outside of the device on the next generation insulin pump stb3 and alarmed pump error 38 during the rewind test and the gearbox won't turned by hand. In conclusion, pump error 38 alarm during the rewind test due to jammed motor gearbox. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.